Event description:
Info received indicates the head section articulates without pressing a function button.

Manufacturer narrative:
The technician found damage to the 11 pin on the pt control circuit board cause by cleaning fluid migrating to the circuit board. The technician replaced the pt control circuit board to repair the bed.